Manufacturer narrative:
The customer¿s report of a communication failure on all channels was confirmed and replicated. Analysis of the logs identified the associated communication failure as error code 800.8000.0 recorded on (B)(6) 2018 at 8:04 pm. Key press replication testing showed that attempting to quickly delay the infusions on two pump modules in rapid succession resulted in a system error 255-16-275, inadvertently disabling the modules programmed with a delay. As a result of the error, all channels will display a communication error, alerting the user of the malfunction. Any channels with active infusions prior to the error will continue to infuse, but in an alarm state, until complete or until the system is powered off. Infusions will only stop on pump modules programmed with a delay. The root cause is a software issue.

Event description:
The customer reported that a communication error occurred, stopping all the channels which were infusing levophed, propofol and fentanyl. There was no report of patient harm.

Event description:
The customer reported that a communication error occurred, stopping all the channels which were infusing levophed, propofol and fentanyl. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a communication failure on all channels was confirmed and replicated. Analysis of the logs identified the associated communication failure as error code 800.8000.0 recorded on (B)(6) 2018 at 8:04 pm. Key press replication testing showed that attempting to quickly delay the infusions on two pump modules in rapid succession resulted in a system error 255-16-275, inadvertently disabling the modules programmed with a delay. As a result of the error, all channels will display a communication error, alerting the user of the malfunction. Any channels with active infusions prior to the error will continue to infuse, but in an alarm state, until complete or until the system is powered off. Infusions will only stop on pump modules programmed with a delay. The root cause is a software issue.